Event description:
The clinic reported the vitrectomy surgical mode failed to start on the phacoemulsification system. There was no pt injury reported.

Manufacturer narrative:
Amo initiated a field correction event after becoming aware of a trend in complaints associated with amo vitrectomy cutter used in conjunction with the amo whitestar signature phacoemulsification system. Amo issued the field correction on 04/02/2008 to change the priming instructions for the vitrectomy cutter and to modify pressure settings on the signature whitestar unit. The report of correction was submitted to the FDA on 04/16/2008 (reference recall number z-1702-2008). Subsequently, amo reviewed reports in which the vitrectomy mode failed to start in conjunction with whitestar signature units affected by this field correction, and determined that these events meet the requirements for medical device reporting as malfunctions. Therefore, we are reporting this event.